Manufacturer narrative:
Qc, calibration, and system check data were not provided. Service was not dispatched for this event as the customer was not questioning instrument performance. A sample from the patient was sent to bci for root cause investigation. A clear root cause for this event has not been determined. Note: similar events on the samples from this patient are reported in report #2122870-2011-01176 and 2122870-2011-01177.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to erroneously elevated troponin (accutni) results, above the ami cutoff, generated by access immunoassay system for one patient. The results were reported out of the laboratory. The customer reported that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the event.